Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found were due to expired life expectancy of battery, the wrong time is displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, the visera elite video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that power switch is depressed.. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the power switch is depressed; however; no mechanical defect was detected with the power switch. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.